Event description:
The device returned for a processor hardware failure. Device was unable to be powered on when attached to bracket. Inspection of the device found the vr coupler stuck in the wrong position. The outlet pin was stuck in the actuated position. The rear housing has damage above the mr sticker. Device was opened to inspect for internal damage and connection integrity. The resistor drive motor was re-homed. Lip seals for the lower loading pins were replaced. The fva assembly was re-seated. This allowed for all pins to appear as they should in the front housing. The retaining plate has been replaced as it was damaged during inspection. Pump was in the process of being reverted to manufacturing mode when it was found that only two of the three leds on the main pcba were illuminated. Log files were not able to be pulled from device.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: the latest replacement lvp-0004, serial (B)(6), has locked up during testing. No error message displayed but it's alarming with both red leds flashing. While in alarm, customer cannot use the touchscreen or release the cassette. Customer can power it off and restart. A preliminary review of the logs identified the following issue: processor hardware failure (flow core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.